Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with a chipped front cover, corroded drain fitting, and a cracked tank cover. Outdated printed circuit board (pcb) and power switch; the tamper seal was intact. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified during functional testing. The low fluid alarm went off even after water was added above the float switch confirming the customer complaint. The cause of the issue was related to a faulty float switch. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).

Manufacturer narrative:
UDI in and operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid alarm is failing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.